Event description:
It was reported by the patient's spouse that the patient had been found dead in his bathroom, and she feels his death may have been caused by the "defective device." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient had been found dead in his bathroom and feels his death may have been caused by the "defective device." The cause of death has been requested and not received. Follow up with the clinic reported there was no concern regarding device or lead performance prior to patient death. Last device check had been done remotely approximately one month before patient died and it was normal. Patient had not been pacemaker dependent "although did receive some a-pace/v-pace."